Event description:
Customer called to report that small droplets of dried synchron drug calibrator 1, lot #m103090, were observed on the inside of the box and around the caps of some of the bottles. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. Customer was sent a replacement. The leakage was due too loose caps.

Manufacturer narrative:
(B)(4). Reagent shipment not returned.